Event description:
It was reported that the mixing pump of arctic sun device was bad, and they wanted to know if they could do the replacement by themself. Provided with the link to the service manual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the mixing pump of arctic sun device was bad, and they wanted to know if they could do the replacement by themselves. Provided with the link to the service manual.